Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing excessive sensor signal loss. Customer's blood glucose was 1470 mg/dl. Troubleshooting was performed and customer was advised that sensors would be replaced.